Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had pulled back and dislodged from the apex, and that unstable thresholds were noted on the lead. It was also reported that a pause was noted. Replacement was attempted but was unsuccessful due to patient anatomy. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.